Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. Device received with cracked case at display window corners. Device received with scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. Customer had the device when taking x-rays. Device was able to rewind. Device had also alarmed no delivery alarms. No troubleshooting was done on the alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.